Event description:
Same event as MFR report #: 2134265-2008-04416. It was reported that during an unspecified procedure, a burr detachment occurred. The lesion being treated was a 100% chronic total occluded lesion in the angulated left anterior descending (lad) artery. Following the advancement of the unspecified guide wire through the lesion, rotational ablation was completed with this 1.75mm rotalink burr with a speed of 160,000 rpms. No difficulties were encountered. Following ablation, the physician removed the system, and found that the burr had detached from the catheter. The detached burr was also discolored. There were no pt consequences. The ablation had been completed, and the physician then went on to stent the lesion. Pt status was reported as 'ok'.